Event description:
Boston scientific received information that this right atrial lead had fractured and was oversensing. The lead was explanted and a replacement ra lead was implanted in its place. No adverse patient effects were reported

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Visual inspection demonstrated that the lead's distal part was found bent and partly pulled out from the ring electrode. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. The cutting in the insulation and a deformation of the coil in the proximal part resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.